Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 80% restenosed target lesion located in the severely tortuous and severely calcified left anterior descending artery was predilated with a non bsc balloon. This 3.00mm x 20mm promus element stent delivery system was advanced and deployed in the target lesion. While using an nc apex balloon catheter, "the edge of the stent got moved back to wire bias" and stent damage occurred. An overlapping non bsc stent was implanted to complete the procedure. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is caused by other as device performance was limited due to interaction with another device. (B)(4).